Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported to abbott that the patient had a lead revision. The report stated the patients lead was revised due to high impedance. The penta lead was replaced on (B)(6) 2020 with no complications. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on their scs paddle lead due to an apparent lead fracture on one of the lead tails. Programming was unsuccessful in restoring therapy. In turn, the patient underwent surgical intervention wherein the scs paddle lead was explanted and replaced to address the issue.